Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported by healthcare professional that the account has an issue with the suture. The facility had ordered nineteen boxes and the issue is with four (4) boxes breaking during misclosure. There was no report of harm to anyone. Device availability is unknown. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/24/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: ¿ it was reported "...boxes breaking during misclosure..." Please clarify, was the issue regarding the packaging or the sutures? ¿ did the event occur during one or multiple patient procedures? ¿ how many devices demonstrated the alleged deficiency in total? ¿ when were the sutures broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - if this event occurred during multiple procedures: ¿ what is the total number of procedures? ¿ how many devices demonstrated the alleged deficiency in each procedure? ¿ are the products available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? ¿ lot number provided 108ghh does not correspond to product code y463g. Please clarify if the reported issue correspond to lot number 108ghh or product code y463g. If it corresponds to product codey463g please provide a valid lot number: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.